Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of a set screw anomaly was confirmed in the laboratory. The cause of the anomaly was silicone, septum material found inside of the vring and vtip set screw hex cavities. The silicone prevented full insertion of the torque driver into the hex cavities.

Event description:
It was reported that the cardiologist experienced difficulty using the hex wrench to unscrew the set screws on the ventricular leads. Silicone material had to be removed from the screw ports before unscrewing the set screws.